Event description:
Two individual propaq encore model 206 pt monitors had spontaneously shut down in the same location of a single facility while in use. No adverse event or incident reported. The units and all the accessory items were placed back in service. They were not quarantined for inspection or service. Both units are now in the process of being returned for evaluation.